Manufacturer narrative:
Unit received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to performed the displacement test due to display anomaly.

Event description:
It was reported that the customer's insulin pump was cracked on the inside of the screen. The customer's blood glucose was 220 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.